Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump received with loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was unknown. The customer reported the drive support cap to appear sticking out. The customer noticed it last summer and pushed it back in. The insulin pump was returned for analysis.